Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The customer replaced touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the lower left section of the screen was not working as intended. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The suspected touchscreen was returned to philips for evaluation. The technician documented the following conclusion/root cause, "the product investigation lab (pil) tech verified that the touch screen failed the required flex cable resistance verification testing. The high out of specification resistance results are the reason for the touch screen misalignment issue and the reason for the confirmed touch screen accusation."